Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, the stent dislodged outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.